Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported that while sleeping, the ilet cartridge fell out of the device and the user experienced hyperglycemia with blood glucose (bg) levels of 372 mg/dl. The patient changed their supplies as instructed. No hospitalization or long-term effects were reported.